Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 20jan2021. The patient lost 750ml of blood while the device was in place. Hemostasis was achieved by using an injection "gymiso" technique with the device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during treatment of a post-partum hemorrhage, a cook bakri postpartum balloon with rapid instillation components was difficult to use because of the absence of the "anti-reflux valve" in the set. The patient lost 750ml of blood while the device was in place. Hemostasis was achieved by using an injection "gymiso" technique with the device with the assistance of a second physician. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. No physical examination was performed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional lot-related complaints were received. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions or quality controls procedures. There are sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use included with the device state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on available evidence, cook has concluded that a manufacturing event likely contributed to this incident. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a cook bakri postpartum balloon with rapid instillation components was difficult to use because of the absence of the "anti-reflux valve" in the set. The device was able to be used to achieve hemostasis with the assistance of a second physician. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.